Event description:
Device was explanted because the patient fainted on several occasions, and the device was found in por parameters. It subsequently tested out of specification during manufacturer's analysis.